Event description:
Phone call received from the baxter sales rep who stated he received an email from the customer, in reference to a y-type blood/solution set (B)(6) blood filter, stating "after inserting tubing into stem cells, they noted that there was no roller clamp on the tubing to regulate the flow." There was no reported patient injury or medical intervention. There is a sample available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of an administation set, which was missing copponent, was not confirmed because the device was not available for evaluation. The assignable root cause is unknown and no corrective action was taken. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.